Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. Blood glucose reading at the time of incident was 2.7 mmol/l. The customer was treated with food for low blood glucose event. Customer's current blood glucose value was 2.7 mmol/l. The customer did not experience any symptoms related to low blood glucose. The customer was using the insulin pump system within 48 hours of reported low blood glucose event. The customer's mother also reported that the insulin pump had a frozen display. Customer's mother stated that the customer took pump into hot tub, but pump was not in water and then got out and pump started buzzing and medtronic logo showed up on screen. Customer's mother reported that the buttons were not responding. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged frozen screen, exposed to moisture, keypad unresponsive/button error alarm & low bgs found on (B)(6) 2022. Pump received with blank display. Unable to perform the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, keypad voltage test, and self test due to blank display. Pump was cut open to perform visual inspection and found evidence of moisture damage on electronic stack and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case keypad overlay texture damage. Blank display due to moisture damage. Exposed to moisture is confirmed and located on pcba 1, pcba 2, motor. Frozen display is not confirmed. Keypad unresponsive is not confirmed. Additional cosmetic damage is noted on unit. Unable to confirmed low bgs during testing. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.